Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high pacing impedances out of range in this right ventricular (rv) lead the increased fast in the last months. The patient was called for an urgent follow up and the physician decided to revise the rv lead as the patient is dependent. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high pacing impedances out of range in this right ventricular (rv) lead that increased fast in the last months. The patient was called for an urgent follow up and the physician decided to revise the rv lead as the patient is dependent. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this rv lead was surgically abandoned and replaced. There was no allegation against the pacemaker, and it remains in service. The physician suspected that the cause is related to fibrosis, no lead performance. No additional adverse patient effects were reported.